Manufacturer narrative:
The initial reporter information was not provided.

Event description:
Advocate stated at 11:00pm her son passed out because he received insulin based on his reading from the contour next link 2.4. Specific information was not provided. She laid him on his side and he regained consciousness enough to sit. He was given 3 sugar bags. He was shaking, sweating and showing unawareness. She continued to test his blood without sending the readings to the pump. From 11:38pm to 12:31am, according to the meter memory, the readings were 113, 118, 117 and 148mg/dl. The patient eventually felt better, so his mother took him to the hospital where he received a bag of IV fluids and was released after 3 hours. Further information was not provided. The customer was advised to return the strips for evaluation. Replacement product was sent.